Event description:
It was reported the patient has lost scs stimulation coverage of her painful areas. A sjm representative met with the patient but was unable to resolve the issue through reprogramming of the patient's scs system. In addition, diagnostics of the patient's scs system indicated high/invalid impedances for multiple lead contacts. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.